Event description:
During laparoscopic myomectomy, especially during endo stiches, a piece of metal needle approx 4.5 mm, was broken and disappeared in the abdominal cavity; it appeared to be probably in the myometrium and it should not create any problem in the future. Before x-rays were taken, searching for this piece of metal was done everywhere in the pelvic cavity and it was not found.